Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the instructions for use (IFU) for the misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot.

Event description:
It was reported to gore by the product specialist that on may 15th, 2019 a 4u16a gore-tex® suture was used for a breast reduction mammaplasty and areola reconstruction. The needles were removed and the suture was attached to a keith needle for the procedure. On (B)(6) 2019 the physician observed that the suture had broken. On (B)(6) 2020 a re-operation was performed.